Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the previous capped lead was explanted. Patient reported lead was creating noise. The patient was doing well post-procedure.

Event description:
It was reported that an episode of lead noise was observed. Noise was reproducible with pocket and arm manipulations. The lead was capped and replaced.